Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in-clinic, non-sustained rv oversensing due to rv lead noise was observed. The patient was stable and will continue to be monitored.